Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that it was difficult to charge patient ins and moved. It was confirmed that the battery was angled in the pocket and moved as the patient moved. The patient has a high body mass index which may have led or contributed to the issue. The physician did a physical examination on the patient. Revision will be scheduled. Replacement will be considered with a the new ins. The issue has not been resolved. No surgical intervention occurred. However, a surgical intervention was planned. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the revision was scheduled for (B)(6) 2017.